Manufacturer narrative:
The reported malfunction was observed and attributed to a poor solder joint on the battery interconnect board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 116," "pacer disabled," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.